Event description:
It was reported that the patient with this electrode was hospitalized due to two shocks that were inappropriately delivered as a result of noise oversensing. The subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and reprogrammed to secondary vector since the physician suspected sense-b-node issue. Technical services was consulted for troubleshooting recommendations. At this time, this electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode was hospitalized due to two shocks that were inappropriately delivered as a result of noise oversensing. The subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated and reprogrammed to secondary vector since the physician suspected sense-b-node issue. Technical services was consulted for troubleshooting recommendations. At this time, this electrode remains in service and no adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.